Event description:
The event is reported as: complaint alleges that the unit has a burning smell. The smell was noticed prior to being placed on the pts. No pt injury reported.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint.